Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a patient who had an artisse intrasaccular device implanted on (B)(6) 2025 to treat a right anterior cerebral artery (aca) bifurcation branch ruptured saccular aneurysm. The aneurysm max diameter was 3.5mm and then neck was 3mm. A rist radial access catheter was also used in the index procedure. No device malfunction or deficiency was reported. No intra-operative issue was reported. Raymond and roy (r/r) class 3 with significant aneurysm stasis was observed at the conclusion of the index procedure. It was reported that on (B)(6) 2025, it was observed that the patient had a left p1 anatomic intracranial cerebral vessel vasospasm. The patient was asymptomatic. The event was not life threatening and did not result in patient disability or hospitalization. No additional intervention was required. The event was resolved and patient recovered on (B)(6) 2026. The site assessment of the vasospasm event concluded the vasospasm had a causal relationship to the patient disease under study and was not related to the study device (artisse), ancillary device(s), index procedure, or antiplatelet medication. The study sponsor assessment concluded conservatively that the vasospasm event was possibly related to the index procedure and/or artisse device but was not related to the ancillary device(s) or antiplatelet medication. It was reported that the event led to a prolongation of existing hospitalization. The only treatment was given was oral nimodipine until (B)(6) 2025. The patient's last cta on (B)(6) 2025 showed regressive vasospasm. The vasospasm was due to hemorrhage.